Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a possible over delivery alarm. Customer's blood glucose level was unknown. Customer alleged the insulin pump over delivered insulin after they had the insulin pump replaced twice. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.